Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had a coupling problem. It was reported the patient would have four coupling bars, but upon moving the antenna cord the bars are lost. It was noted the patient could feel stimulation on the left side, but not the right. It was reported the battery was depleted, but could still communicate and produce stimulation on the left side. It was noted the patient could turn stimulation on even though ¿it¿ said it was dead. It was reported the right side had been weak since implant, but now it was gone. It was noted increasing stimulation did not resolve the right side stimulation loss. Additional information received reported the battery was at end of life (eol) and there was lead failure. It was noted the battery depletion was normal. It was reported there was no stimulation using 0-3 and there were several electrode pairs with impedances >4000. It was determined the lead failure and high impedances were due to a lead break. It was further reported the 2 leads and the implantable neurostimulator (ins) were replaced on (B)(6) 2014. It was noted that prior to replacement reprogramming took place on (B)(6) 2013. Symptoms associated with the event were poor coverage and loss of stimulation and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0526982v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0546647v, implanted: (B)(6) 2005, product type: lead. Product ID: 37791, serial# unknown, product type: recharger. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3487a-45, lot# j0526982v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0546647v, implanted: (B)(6) 2005, product type: lead. (B)(4).